Manufacturer narrative:
The pump passed the displacement test and self test. No pump error 53, 68 or 23 alarm during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. Thump software was utilized and downloaded trace/history files properly. In further analysis in the pump history found pump error 53 alarm (file number: 0, line number: 0) on 11/27/2024 at 10:19:46.000, pump error 68 alarm on 11/26/2024 at 10:20:48.000 and pump error 23 alarm on 11/26/2024 at 10:21:18.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. In summary, pump passed all required testing. Pump error 53 alarm found in the pump history, problem isolated to the electronic assembly. Pump error 68 and 23 alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 68 (trace pointers are invalid), pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884l. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. (B)(6) 2024 pump error 23 customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Auto mode/smartguard unable to enter auto basal cust is requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.